Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The trocar cannula broke while in the eye. Half of the cannula was removed from the eye and the other half fell into the vitreous. A second procedure was performed on (B)(6) 2017 to remove the foreign body from the eye. Additional information received states the surgeon reprocessed and reused the disposable product.